Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. On (B)(6) 2005 the patient underwent another gynecological procedure and mesh and pelvicol were used to treat enterocele and pelvic organ prolapse and mesh was used during each surgery. It was reported that the mesh was removed on (B)(6) 2005 due to pain, urinary and vaginal infections; inflammation; mesh erosion; pain during intercourse; pelvic and vaginal pain, vaginal bleeding, urinary incontinence, retention, leakage, vaginal discharge.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05158. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, hematuria, urinary tract infection and dysuria. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) due to mesh erosion. (B)(4).